Event description:
It was reported that the right ventricular lead appeared to have loss of capture. The thresholds were noted to be near the programmed outputs. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.